Event description:
It was reported that the pump restarted a "couple minutes" after the last report ((B)(6) 2012). There have been no other issues reported

Manufacturer narrative:
Concomitant product: catheter 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall was caused by patient having MRI. The MRI was done 2 hrs ago and the pump status was checked twice and it continued to show an active motor stall occurrence with no recovery. Drugs delivered via the device were bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.